Event description:
It was reported that a cartridge alarm occurred during the load sequence. Reportedly, the customer did not correctly fill the cartridge. The customer's blood glucose level was 400 mg/dl. Tandem technical support guided the customer through properly changing the cartridge.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.